Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: two (2) samples were received for evaluation. A visual inspection was performed which observed iodine stains on the outside of the minicaps at the finger grips. Iodine is dispensed into the minicaps during the manufacturing process and appears to have stained the outside of the cap on this occasion. The reported condition of particulate matter inside of the pouch was not verified. The presence of iodine mitigates contamination risk through patient handling during set up and between therapies. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least two (2)] of minicaps had stains on the cap. This was discovered prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.